Event description:
Three patient samples with discrepant creatinine results. Pt 1, tested in 2007 had initial result of 11.8 mg/dl, same sample repeated using a different instrument, different method, recovered 2.41 mg/dl. Pt 2 initial creatinine result of 6.8 mg/dl was repeated on an alternative analyzer, same methodology, recovered 0.6 mg/dl. The pt 3, tested two days later, had an initial result of 11.8 mg/dl. New sample from same pt tested 6 hours later gave result of 0.6 mg/dl. Initial sample was retested and gave result of 0.4 mg/dl. Pt 3, tested on three days later, had initial result of 4.1 mg/dl. Same sample repeated on same instrument gave result of 0.7 mg/dl. Initial results for pts 1 and 3 were not reported. Initial result for pt 2 was reported, pt not adversely affected. The field service representative determined the probe was out of adjustment and the waste vessel was contaminated. The instrument was repaired.